Manufacturer narrative:
The event date in unknown in 2020. This report is for an unk - drill bits: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is company representative. Investigation summary. The complaint confirmed as we are able to confirm that the drill bit did not penetrate through the far cortex of the im nail static hole. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number, the device history records review could not be completed as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that while using a2fn in drilling process to insert the proximal locking screw, the drill bit could not penetrate through the far cortex of the im nail static hole. The screw needs to be fixed to the static hole, but to insert the screw to the dynamic hole. Drill bit was drilled near cortex in proximal locking screw hole. But couldn¿t penetrate through the far cortex. Because, drill bit was blocked in im nail inside wall. There was no surgical delay reported. There was no patient consequence. Concomitant device reported: unknown locking screw (part# unknown, lot# unknown, quantity# 1). This complaint involves two (2) devices. This is report 2 of 2 for (B)(4).